Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood glucose of 533 mg/dl. The quick release on the infusion set would not connect. The customer declined troubleshooting for her high blood glucose. The customer treated with a bolus from the insulin pump. Nothing is returning.